Event description:
A surgeon reported a pt with no improvement of astigmatism after intraocular lens (iol) implant surgery. The surgeon stated that the iol was correctly positioned. However, the pt's vision after surgery was exactly the same as before the iol implant surgery. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Add'l info has been requested. (B) (4). (B) (4). (B) (4).